Manufacturer narrative:
D3 and d4 was erroneously entered on the initial manufacturer device report. D6a and d6b should have been left blank. E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that during the transfer for hospital relocation, the control device ((B)(6)) from the original hospital was swapped, but the position waveform did not display on the receiving hospital¿s control device ((B)(6)). Other waveforms were visible, and the pump operated without issues. The device was then swapped again to a different backup control unit at the receiving hospital, which resolved the problem, and operation continued with that unit. There were no health impacts resulting from the malfunction.